Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40n67, and no non-conformances were identified. The following information was requested, but unavailable: can you please provide more event details? Did the device deliver any staples? If yes, were the staples that deployed into the tissue issue formed in the proper closed b-formation? If the stapler did fire were all staple lines complete? Did the device cut? If yes, was the cut line complete? Was the tissue dehiscence routinely addressed? If yes, how was this tissue addressed?

Event description:
It was reported that during a lap gastric bypass, the anastomosis almost completely opened after the shot. Surgeon confirmed that the opening of the anastomosis occurred after the line of clamps had been completed. There were no patient consequences.